Manufacturer narrative:
Report was received where the elevator had detached from its mounting position and allowed the seating to wobble side to side. Reports claim the end-user remained in the seating, but felt as if they would fall out. No injuries were sustained as a result of this occurrence. Inspection of the device shown the upper mounting hardware, m8 x 16mm (2ea), had, over time, loosened and fallen out. With the loss of the upper mounting hardware to secure the elevator in place, this allowed the seating system to move and rock fore and aft. Review of device history indicates service had been performed on this device at various times throughout the life of the device with notes of service having been performed on the elevator in 2016. It remains unclear if when the last service was performed, if the hardware was checked for proper securement and torque specifications. CAPA (B)(4) was opened to further investigate root cause, correct and monitor effectiveness. Provider reports having replaced the hardware with new and installed with the prescribed torque parameters as per service manual instructions. Device was returned to the end-user with no further issues being noted. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report of hardware which secures the elevator to the chassis having loosened and fallen out. Report claims the seating began to wobble from side to side due to not being secured. No injuries were reported to have occurred as a result.